Manufacturer narrative:
Product complaint # (B)(4). Batch # r5993e. Device evaluation: the analysis results found that a sr75 reload was received fully fired and with both gripping surfaces broken. Although no conclusion could be reach as to what may have caused the found damage of the cartridge, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications. In addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the gripping surface of the cartridge was damaged. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.